Event description:
In 2009, the pt's husband called for assistance with changing the insulin cartridge. He stated that the pt was at work and an e1 (cartridge empty) was displayed. She did not know how to change the insulin cartridge and she disconnected from the infusion device. Her blood glucose elevated to 600 mg/dl and she lost consciousness. The pt was admitted to the hospital and the husband was asked to bring an insulin cartridge to her so she could reconnect to the infusion device. The next day, the pt called for assistance with programming a bolus and stated that her blood glucose measured 209 mg/dl. She was in a hurry and did not provide details. The pt's normal blood glucose range was not provided. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.